Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1063 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1063 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C18711) for female sterilisation. The patient had a medical history of endometrial disorder and chronic cervicitis on (B)(6) 2017, shoulder operation and genitourinary chlamydia infection in 2015, pelvic pain, vaginal delivery (2), parity 2 (2), gravida ii (2), vaginal discharge (yes) and headache (yes occasional) in 2014 and morbid obesity. Concurrent conditions were listed as menorrhagia, dysmenorrhea and abnormal uterine bleeding since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1048 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: on the left ostia, there were approximately 3 coils noted. On the right ostia, there were approximately 3 noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.389 kg/sqm. [Pathology test] on (B)(6) 2017: specimens received: a uterus with cervix, bilateral fallopian tubes clinical history pre-op diagnosis: abnormal uterine bleeding final diagnosis: uterus and cervix. Bilateral fallopian tubes. Hysterectomy and salpingectomy cervix chronic active cervicitis negative for epithelial dysplasia and invasive malignancy endometrium proliferative endometrium negative for hyperplasia and malignancy myometrium no significant histopathologic abnormality fallopian tubes bilateral fimbriated fallopian tubes with no significant histopathologic abnormality gross description: the right and left fallopian tubes are 8 cm 1n length with fimbriated ends. Within the lumen of both tubes is a metal coil consistent with previous tubal ligation. Serial sectioning of the fallopian tube reveals a pinpoint lumen and no visible gross lesions [ultrasound scan] on (B)(6) 2014: edc by ultrasound the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Device lot number added, medical history added, lab data added, new reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.